Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: inguinal hernia repair detailed description of event complaint 1 of 3: #(B)(4), lot #1433357 (1 ea.). Complaint 2 of 3: #(B)(4), lot #1433357 (1 ea.). Complaint 3 of 3: #(B)(4), lot #1432559 (1 ea.). 3 ea. Units of cb030 blades did not cut during use on tissue in a case. The failure to cut was noticed upon initial use of each pair of scissors. The case was completed with the third pair of scissors by using the middle of the blades to cut. There was no patient injury. Products are available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with the third pair of scissors by using the middle of the scissor blades to cut.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, confirming the complainant¿s experience of blades not cutting properly, in addition to rough actuation. A small gap at the tip of the blades and damage to the proximal end of the blades were observed. Based on the condition of the returned unit, it is likely that the reported event was caused by the gap at the tip of the blades. The rough actuation was due to the damaged blades, which could contribute to the blades not cutting properly. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: inguinal hernia repair. Detailed description of event:# complaint 1 of 3: #2022-000101 - cb030 lot #1433357 (1 ea.), MFR 2027111-2022-00357, complaint 2 of 3: #2022-000104 - cb030 lot #1433357 (1 ea.), MFR 2027111-2022-00362, complaint 3 of 3: #2022-000105 - cb030 lot #1432559 (1 ea.), MFR 2027111-2022-00358. 3 ea. Units of cb030 blades did not cut during use on tissue in a case. The failure to cut was noticed upon initial use of each pair of scissors. The case was completed with the third pair of scissors by using the middle of the blades to cut. There was no patient injury. Products are available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with the third pair of scissors by using the middle of the scissor blades to cut.